Event description:
The patient reported no longer hearing on several electrodes. Using the appropriate diagnostic equipment, it was determined that the several electrodes are not functioning according to manufacturer's specifications. As the patient reports decreased performance and the surgeon believes the device is failing, this complaint will be reported as an MDR. Explantation/reimplantation surgery was done on 05/07/1999. The health care professional has been informed that the explanted device should be returned to cochlear corp.